Manufacturer narrative:
No unexpected battery alarms were noted and the insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and cracked belt clip slot.

Event description:
Customer reported via phone, the buttons on the insulin pump weren't responding. Customer's blood glucose was 530 mg/dl. Customer rechecked his blood glucose and it was still in the 500 mg/dl but he didn't feel ill. Customer mentioned he was never high and it might be due the current issues with the buttons. Troubleshooting was performed for keypad anomaly. Customer mentioned he had his device stored in his pocket and it might have been exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis. Device also had alarmed battery out limit and troubleshooting was not finished due to keypad anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.